Manufacturer narrative:
The customer's report was observed and attributed to an lcd display cable that was not properly seated to a connector on the digital board. The lcd display cable was reseated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out and was not legible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.